Event description:
The arm suspension failed causing the arm of the x-ray unit to fall down and hit the patient.

Manufacturer narrative:
The patient did not seek medical attention. The arm of the x-ray unit was adjusted during installation (2008) by the dealer service technician with the wrench that was provided with the system. Upon investigation of the field return of the arm, it was noted that the retaining screw had been tampered with and showed signs of damage. This retention screw is meant to be a safety, stopping the adjustment nut from being backed off too far. There was also evidence of prying damage to the spring housing. The x-ray unit was repaired with a replacement arm.